Event description:
International affiliate reports surgery for a spinal cord injury took place with the use of mayfield, its adapter and a halo vest for the patient. However, during the surgery, there was difficulty stabilizing the halo adaptor set for mayfield and the concomitant device 3d crown mayfield slider assembly. There was damage to the threads of the halo adaptor set for mayfield. A spare product was used to complete the case. As a result if the difficulty, the surgery was extended by 90 minutes. By the surgeon¿s own account after the surgery, it was obvious that the threads of the adapter set had been defective in the first place.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.